Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Bottom part of the head came off in mouth [device breakage]. No adverse event [no adverse event]. Case description: a male consumer of unspecified age reported that he had been using an oral-b rechargeable toothbrush, version unknown, and after a month of use, the bottom part of the oral-b dualaction brushhead came off in his mouth. No symptoms developed.

Manufacturer narrative:
27-nov-2015 product investigation results: reporter returned 1 oral-b toothbrush head on (B)(6) 2015. Investigation revealed: wear (because of insufficient cleaning / abrasive toothpaste).

Event description:
Bottom part of the head came off in mouth [device breakage]. No adverse event [no adverse event]. Case description: a male consumer of unspecified age reported that he had been using an oral-b rechargeable toothbrush, version unknown, and after a month of use, the bottom part of the oral-b dualaction brushhead came off in his mouth. No symptoms developed. (B)(6) 2015 reporter returned 1 oral-b toothbrush head. Investigation is underway. (B)(6) 2015 product investigation results: reporter returned 1 oral-b toothbrush head on (B)(6) 2015. Investigation revealed: wear (because of insufficient cleaning / abrasive toothpaste).